Event description:
Surgeon reports product did not harden at all. Feels it caused infection in pt. Surgeon originally reported that pt may require another procedure to clear the csf. However it was later reported that the pt is doing much better and will not require another procedure. Infection is reported to have been reduced.